Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side 'suspected rupture when self-diagnosed'. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on radius side assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. Additional observations: observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, unknown side 'suspected rupture, when self-diagnosed'. Healthcare professional, later reported, left rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side rupture. Healthcare professional later reported left rupture. The device has been explanted and replaced.